Manufacturer narrative:
During processing of this incident, attempts were made to obtain patient weight. Further information was requested but not received. Additional components potentially involved in the event include: common device name: drg slim tip lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(4), batch: 8549461; common device name: drg slim tip lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(4), batch: 8658703; common device name: drg slim tip lead, model: mn10450-50a, UDI:(B)(4), serial: (B)(4), batch:  8549461.

Event description:
It was reported the patient was experiencing delayed wound healing . Surgical intervention was undertaken wherein the lead site was washed out on (B)(6) 2022. Follow-up information indicated surgical intervention resolved the patient's issue. Investigation was unable to determine which lead was at fault.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.